Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tips of the bisector were bent prior to opening the package. The jaws are intake. They are bent and cannot be placed in the harvest cannula. A new device was opened to complete the case. No injury to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) there were 1 additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of (B)(6) 2021 through (B)(6) 2022 the review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67 ) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 /13 & 22) the device was returned to the factory for evaluation on 02/22/2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cold jaw was observed to be bent outwards from the center of the cold jaw. The clear silicone insulation on the cold and hot jaws was observed to be intact, no visual defects observed on the silicone insulation. The heater wire was observed to be intact, no visual defects observed on the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent jaw" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.